Event description:
Reportedly, the pt underwent an exploratory laparotomy with mid-distal iliac to "median" right colectomy with primary anastomosis for a closed obstruction and chron's disease. The anastomosis was created and the defect was closed in transverse fashion with a ta60 stapler. The anastomosis was intact with no evidence of leak. The pt was returned to surgery for exploratory laparotomy for abdominal fecal decontamination, repair of anterior was abdominal anastomotic dehiscence and abdominal irrigation. A diverting loop ileostomy was performed at this time.